Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided, the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation is related to patient conditions (restricted septal leaflet) and procedural conditions (challenging imaging). The reported image resolution poor is related to procedural conditions as difficulties visualizing the clip occurred. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5, and restricted septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase back to 4-5.